Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported ceramic tip breakage. The device was received with approximately 99% of the white ceramic insulation tip broken off; however, the broken pieces were not returned for evaluation. In addition, a visual inspection was performed and noted scratches and minor dents on the shaft of the device. Based on the investigation findings, the root cause for the reported ceramic tip breakage is most likely due to user handling. The instruction manual states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding."

Event description:
Olympus was informed that during a cystoscopy and transurethral resection of a bladder tumor (turbt) procedure the tip of the sheath broke in multiple pieces inside the patient's bladder. The physician used an elick evacuator and an unspecified flexible cystoscope grasper to retrieve the device fragments. The procedure was completed using a different device. There was no patient injury.